Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products; associated MDR #1225714-2014-02871.

Event description:
The plaintiff attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event, the associated manufacturer report numbers are 1225714-2014-02870 and 1225714-2014-02871. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.